Event description:
The report from the field indicated that the product would not prep, that it was sucking air while prepping. There was no patient injury. No additional information was available despite multiple requests.